Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "cgm sensor" screen. There was no reported impact to the customer's blood glucose level. Reportedly, the issue resolved and was no longer occurring at the time of the report with tandem technical support.